Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Doctor was performing an 8 screw construct and needed a cross link. When the surgeon went to lock the center locking nut, the little nut in the center spot sheared right down the middle. The surgery was completed, there was a spare implant/instrument in the case and it functioned properly. The surgery time was not extended more than 10 minutes due to the alleged incident. Additional information has been requested.